Event description:
On (B)(6) 2011, ams rec'd a complaint on post surgery complications for monarc part no. 72403831 lot no. 601460005. The pt had surgery on (B)(6), 2009 and awoke to severe pain in the right groin and right leg. She was given morphine IV and was discharged the same day. The pt went home with a catheter and leg bag. When the morphine wore off the pain returned. The pt tried tylenol and this did not help. The pt had a urinary tract infection and saw her physician and two weeks later the pt had another urinary tract infections. The pt states she is in constant pain in the leg area and back. She was referred to a neurologist for an MRI which indicated damage to the back. The pt stated that the monarc is 'sitting on a nerve". The pt states the chronic pain and infections are affecting her ability to work. No other info rec'd at this time.